Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads broke off inside mouth - oral b [device breakage]. Case narrative: the consumer reported via phone that the brush heads broke off inside mouth. No injury was reported.